Manufacturer narrative:
The events of lymphoma, capsular contracture and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Formation of fibrous tissue around an implanted device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery and is one of the most common reasons for reoperation. The cause of capsular contracture is unknown, however it is most likely multifactorial and may be more common following infection, haematoma, and seroma. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years after surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Severe cases are considered the most clinically significant, and may require surgical intervention. Capsular contracture may recur subsequent to corrective surgical procedures. Do not treat capsular contracture by external compression or massage, which may result in implant damage, deflation, folds, and/or haematoma."

Event description:
Physician reports patient with slight swelling and capsular contraction, baker grade unknown, on an unknown side. Physician additionally reports histology on capsule confirmed presence of bia-alcl, but necessary pathological markers have not yet been received. As such, this event will be captured as lymphoma at this time.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
Reported events are addressed in device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Physician reports "slight amount of effusion around the right implant and some hardening with some capsular contracture, grade iii, distorting the breast" and goes on to state "fairly thick capsule with some fluid within it, although the fluid was clear and not in any way milky. A total capsulectomy was carried out and sent for histology." Histopathology reports "the specimen comprises a fibrous capsule with adhesions and irregularity over the external surface" as well as "sections of the capsule show fibrous tissue with patchy mixed inflammation." Histopathology confirms cd30+ and alk-. This is now a confirmed case of alcl.